Event description:
On 1/11/94 a femoral head was implanted on a ceentralign stem. Everything appeareed to be alright.. On 2/24/94 the pt complained of paain, an x-ray was taken aand the femoral head showeeed to have come loose from the femoral stem. On 2/28/94 revision surgery was performed and the femoral head was removed from the pt, the morse taper on the stem was examineed by the surgeon and appeared to be alright. A new femoral head was placed on the stemmm and tightnesss was tested by the surgeon and was satisfactory.